Event description:
Rptr has breast implant. She has had problems since they were put in & would like to them have taken out. She complains of pain, burning & swelling. She also became pregnant with implants & is worried about problems it could cause her son.